Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 2.1.0. H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy issue while in surgery. The site reported that their two screws at l5 were 10 mm off, one lateral and one medial. They took a second spin and then continued to use navigation to replace the 2 screws. The site put a plastic sheet over the patient so they did not have to drape, and then the plastic sheet was ripped off. The frame was under the sheet during the spin. This issue caused a 20 minute surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
The system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. A software analysis was conducted. In summary, there was insufficient information to determine the root cause of the reported behavior. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.